Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "0 and 1 keys don't work" with an intermittent keypad response from the 0,1, and 2 keys, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad with "0 and 1" keys that don't work. It was also reported there was no patient involvement.